Event description:
The detachment handle was broken when removed from the package. The device was never used on the patient.

Manufacturer narrative:
Device investigation: results: the nose piece was delivered loose in the package. The tabs that hold the nose piece to the body are folded into the center and can no longer hold the nose piece onto the body of the detachment handle. Conclusion: the damage noted in the complaint is confirmed. It is unclear what the condition of the tabs was when the customer rejected the handle. The packaging of the handle exposed the tabs to damage during shipping. The tabs may have been damaged this way prior to their being shipped but there is no evidence of this. It is not possible to tell how the tabs were damaged without evaluating the original product box for damage as well.